Event description:
A tandem mobi cartridge alarm was reported by the caller, leading to the customer's blood glucose level reaching 441 mg/dl. The issue occurred during the cartridge load process, and due to the high blood glucose level, the customer managed the situation with a corrective injection via manual daily insulin injections. No assistance from a third party was needed. As a resolution, technical support confirmed the alarm and arranged for the pump to be replaced, instructing the caller on storage mode and return procedures. The customer will use manual injections as backup therapy to ensure uninterrupted insulin delivery while awaiting the replacement pump.